Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused excessive off current. This excessive off current caused the internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger to deplete. The digital pcb assembly was evaluated, but further root cause could not be determined. The device was out of warranty and the customer will purchase a new device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had the charge-pak and attention icons in the readiness display. During device evaluation, physio-control observed that all three icons (charge-pak, attention and service wrench) were showing in the readiness display and that the device could not be powered on. There was no patient use associated with the reported event.